Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) shot out of the tissue tract following deployment during an attempt to close a patient's right femoral venous access site. A figure-of-8 suture technique was employed by the physician to achieve hemostasis. There was no reported patient injury. The device was used following a pulsed field ablation procedure performed with a non-cordis ablation system. The customer reported that the patient had elevated venous pressure throughout the procedure, which persisted during the closure attempt. The deployer was trained on the mynx device. An unknown 11f sheath introducer information was used. Angiography verified the femoral vessel¿s suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees. The vessel type was venous, the vessel diameter was verified to be =5 mm, vessel tortuosity was unknown, and the access site was the right common femoral vein. The presence of pvd/calcium near the puncture site was unknown. The patient was not hospitalized nor was hospitalization extended due to the event. The patient recovered following the mynx event. Heparin was used during the procedure, and protamine was administered at the conclusion of the procedure prior to closure with mynx control venous. The act during the procedure was typically >400. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before mynx vcd use. Multiple sheath exchanges occurred. The device will not be returned, as it was discarded by staff following the procedure.